Event description:
The customer reported that the customer was hospitalized for high blood glucose levels and possible diabetic ketoacidosis. The husband stated that the customer's blood glucose levels read high on the glucose meter. Troubleshooting was performed, and the basal rates were programmed, but the husband wasn't sure if they were correct. The insulin pump was unable to prime properly due to insulin squirting out. Advised the husband that the insulin pump would be replaced due to the prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.